Event description:
The complainant reported a 69-year-old male patient presenting for cardiomyopathy. During impella support, an increase in the motor current was noted and blood was seen in the hub of the purge bypass needle. The pump subsequently stopped and the decision was made to remove and replace the pump. There was no harm to the patient as a result of the noted issue.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
Following the initial report, the pump was returned for further evaluation. The yellow luer was inspected and it was noted that a crack had formed in the luer from which a fluid leak was confirmed. It was further identified that a thrombus had gotten into the inflow cage. Based on the conclusion of the investigation, it was determined that the leak caused low purge pressure which allowed blood the opportunity to ingress into the motor. This led to an increase in the motor current and the pump subsequently stopped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information noted that patient coded and did not survive the procedure. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01681was provided in sections b1, b2, b5, h1, and h6.